Manufacturer narrative:
Additional information was received from reporter stating that pieces did not break inside the patient. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the device broke down. Backup device was available to complete the procedure. No delay nor patient injuries were reported.